Manufacturer narrative:
A medtronic representative reported that during the shunt placement there was intermittent tracking of reference frame and passive planar. The rep held the camera, the reference frame was replaced, and the tracking issue was resolved and they finished the case successfully. The delay was 45 minutes. The rep had no information about the lot number of the suspect reference frame or its location. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. Visual inspection did not confirm any drooping of the camera arm or any issues with the system. The system was found to be fully functional. When on site the issue appeared to be that the customers were using reprocessed single-use spheres on the frame causing the tracking issues. The account team at the site was notified of this issue.

Manufacturer narrative:
The part has not been received by the manufacturer for evaluation. Part not received by manufacturer.

Event description:
A site representative reported that during a shunt placement procedure, the reference frame was intermittently tracking. It was reported that when covering one of the spheres, the error was 0.1-0.2 and when all the spheres are tracked, the error is 1.0-1.2. The procedure was completed successfully with navigation after no delay. The patient was not impacted.